Event description:
It was reported that the needle tines failed to extend. A 3.0/17/15 leveen superslim needle was selected for a lung cancer ablation procedure. During the procedure, computed tomography (CT) showed that the needle was straight. After the needle was removed, it was confirmed that the needle was straight. The procedure was completed with a new needle that was the same model. There were no patient complications and the patient status was fine.